Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 2.50mmx15mm nc emerge® balloon catheter was advanced for pre-dilation. However, on the first inflation at 20 atmospheres, the balloon ruptured after being inflated for 9 seconds. It was suspected that the balloon came into contact with the calcification. The ruptured balloon was completely removed from the patient. The procedure was completed with a 2.5x10mm flextome cutting balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR :returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was a kink in the hypotube 17cm from the strain relief. There was damage (collapsed) to the inner shaft 2mm at the distal markerband. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, in the balloon material, 15mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects with the tip. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 2.50mmx15mm nc emerge® balloon catheter was advanced for pre-dilation. However, on the first inflation at 20 atmospheres, the balloon ruptured after being inflated for 9 seconds. It was suspected that the balloon came into contact with the calcification. The ruptured balloon was completely removed from the patient. The procedure was completed with a 2.5x10mm flextome cutting balloon. No patient complications were reported and the patient's status was good.